Event description:
The patient's physician confirmed that the cause of the patient's breakthrough seizures is unknown. Due to the patient having hard to control seizures, the physician notes that the cause "could be anything." Therefore, the physician does not know if the breakthrough seizure is related to vns. No other relevant information has been received to date.

Event description:
The patient's mother reported that the patient experienced 2 breakthrough seizures following a titration appointment. During this appointment the physician performed a dosing increase, and also programmed a scheduled dosing which was accidentally programmed to increase dosing on the same day. Therefore, the patient had two dosing increases in the same session; however, the second titration was corrected during the visit. The mother has stated to the facility that it is normal for the patient to have breakthrough seizures following doctor appointments. The patient has been doing well with vns, and the magnet helped stop the seizure that was reported. The patient also has a reported history of breakthrough seizures from the stress of doctor visits. No other relevant information has been received to date.